Event description:
It was reported that during testing conducted at the manufacturer facility, the universal driver caused a bias current warning to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation.

Manufacturer narrative:
The motor was discovered to be damaged, which is a probable cause of the reported bias current error.